Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels; level and cause were unknown. Reportedly, the customer had manual injections as alternate insulin therapy.